Manufacturer narrative:
The patient¿s date of birth and/or age were requested, but was not provided. (B)(4). Approximate age of device ¿ 3 years and 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced an embolic stroke on an unspecified date that converted into a hemorrhagic stroke on an unspecified date. Additional information was requested, but was not provided.